Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 495 mg/dl. The customer felt thirsty as a result of the hyperglycemia; they feel okay and had not treated prior to the call. Troubleshooting was initiated for the button error. No significant events leading to the alarm were recalled. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.